Event description:
In 2008, a female was implanted with a gore propaten vascular graft in an a-v access procedure from the brachial artery to the basilic vein. Approximately one month later, the patient presented with arterial steal and a plication procedure was performed. At about two weeks later, the patient presented with moderate hand pain. An angiojet, a fistulogram, a venogram, a venous pta, an arterial embolectomy and an arterial pta procedure was performed. At about 20 days later, the patient presented with severe thrombosis and the graft was abandoned.